Event description:
In a (B)(4) report sent to codman it was reported that removing icp monitor sensor from patient. Micro sensor had been previously stretched and was not working. End of micro sensor broke inside patient as it was being removed. Rep reported while conducting some product training on icp express box for staff working on the ICU ward a member of the ward team mentioned that a probe had recently become detached when removing from the patients skull. I mentioned I know of surgeons who bevel the burr hole edge on the side where the codman microsensor will exit. This will facilitate removal of the codman microsensor. The member of staff acknowledged that maybe there is a training issue with staff as they didn't believe the consultants were doing this. No mention of a formal complaint being made & the conversation came to a close and never mentioned again.

Manufacturer narrative:
This report will be considered late as it was recently discovered that the alert date was actually 8/5/2014. The rep has been re-trained on reporting requirements.

Event description:
A follow up report is being filed to correct the alert date. Alert date was august 5, 2014

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.